Event description:
The catheter tip broke off after insertion, requiring surgical removal. There was no manipulation of the needle during insertion.

Manufacturer narrative:
The sample was received (B)(6) 2012 and sent for decontamination. Additional information regarding this incident has been requested. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).